Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope air/water tube, air/water cylinder, jet tube, and several parts at insertion section (connecting tube, side of nozzle, bending section cover glue) exhibited foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found that the scope connector case and image guide protector had foreign objects. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that foreign matter adhered to the air supply cylinder, air supply channel, and secondary water supply channel, but the foreign matter could not be identified. The event can be detected/prevented by following the instructions for use which state: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.